Manufacturer narrative:
Product event summary : the device was returned and analyzed. The device met 71% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 6945-65 lead, implanted: (B)(6) 1999; unknown competitor lead implanted: (B)(6) 2005. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was at elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the physician suspected insulation damage on the right ventricular (rv) lead. The device was explanted and replaced and the lead was capped and replaced. No patient complications have been reported as a result of this event.